Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge and handpiece. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated on the questionnaire the use of a viscoelastic for iol implant, which is not qualified for this cartridge use. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on (B)(6) 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(6) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient also developed hyperemia, anterior chamber cells, anterior chamber flare, fibrin, hypopyon and vitreous clouding on the fifth postoperative day. The symptoms recovered after the initial medical treatment. The surgeon's clinical judgment was that the event was non-infectious according to clinical findings.

Event description:
An ophthalmologist reported that five days following an intraocular lens (iol) implant procedure, the patient developed bacterial endophthalmitis. The patient's vision recovered with steroid treatment. The lens remains implanted. Additional information was received, which indicates that the patient was treated with an anti-inflammatory intravenous drip and anti-inflammatory eye drops. There was no bacterium inspection performed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).